Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the late returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) pc. Lot in march of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet -kenosha's manufacturing processes. Evaluation of the returned instrument as received shows that the jaws are loose and misaligned and bent to the right in the bend/damaged outer tube assembly and the pivot pin is pulled thru one side of the bent/damaged outer tube assembly. We are able to validate this complaint for the returned instrument. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components, and it was found that the inner drive rod ((B)(6)) is bent and its bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod to be bent and for its bosses to become damaged but mishandling such as excessive force being applied to the handle to jaw mechanism of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested and properly lubricated prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "it was reported that the jaws of the applier were found broken before use. Therefore, another unit was used instead". No patient involvement reported.